Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt underwent a revision surgery. The revision was performed by dr. (B)(6) at the (B)(6). The devices were implanted 4 years ago and were explanted because he had severe pain and an allergy to chrome cobalt.